Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up suspected noise was observed. Lead remains implanted and patient will be monitored.